Manufacturer narrative:
The evaluation confirmed the reported event and attributed to use error. The shaver handpiece ar-8330h, s/n (B)(6) was subjected to functional testing per (B)(4) . The device failed visual testing. The black external insulation of the shaver handpiece (shp) cable has a gouge within the depth of the black insulation. (Refer to photo) during functional testing the device was tested with a known good shaver console unit (scu). The device failed valve function, because the suction valve assembly was not retuned with the device. All other functional testing criteria passed.

Event description:
On (B)(6) 2024, it was reported by a facility representative via sems (B)(4) that an ar-8330h shaver hp cord was cut or fraying. No case involvement.